Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer that their insulin pump may not be functioning properly due to high blood glucose levels and was alarming no delivery. After inquiring further, it was discovered that the customer had been hospitalized for their blood glucose levels. Customer stated they had high blood glucose level of over 600 mg/dl and was treated with manual insulin injections. Customer was advised to disconnect from the device. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be recessed. Customer stated a complete set cleared the alarm. Advised customer to monitor device. Customer's blood glucose level was 127 mg/dl at time of reporting. Nothing further reported.